Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the keypad alarm silence button was found to be mechanically damaged and stuck in the pressed state. The alarm silence button sometimes does not silence the alarm when pressed and sometimes silences the alarms when not physically pressed.

Event description:
It was reported that the rad-8 alarms do not work. No known impact or consequence to patient.